Manufacturer narrative:
The device was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for coagulase-negative staphylococcus (1 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility before any use, as requested by (B)(6) regulation, following microbes were detected from the sample collected from the device. First time; (B)(6) 2020. Unspecified channel: enterobacter aerogenes (>500 cfu/endoscope). Second time; (B)(6) 2020. Unspecified channel: enterobacter cloacae (57 cfu/endoscope), pseudomonas citronellolis (10 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The customer reported that the device had been reprocessed by an non-olympus automated endoscope reprocessor model soluscope 4, using peracetic acid. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by followings; -the reprocessing had not been performed according to the instruction manual. -there was a difference in device reprocessing method between customers and olympus -bacteria were mixed during culture test sampling. If additional information becomes available, this report will be supplemented.